Event description:
I had essure procedure done in (B)(6) 2014 for permanent birth control. Since (B)(6) 2014 I haven't gotten a period, doctor put me on provera to bring on period (nothing). Now he wants to put me on birth control to try to bring on period. I have gained weight , am fatigued, have body rash and have pain on my lower right side. Want to have these taken out. Very misinformed. (B)(4).